Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display was returned back. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display. Insulin pump will not turn on after battery change found (B)(6), 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked select button keypad overlay. Blank display due to moisture damage on the pcba1 and corroded battery tube.